Event description:
Information received from the sales rep states that after proper preparation of the product, the physician used an up-and-over the bifurcation approach to access the lesion. The sales rep stated that the physician needed to turn the device a couple of times to get into the proper position. The physician then shot the needle into the lumen. When the physician attempted to retract the needle, the needle would not retract. The slider of the device was moving freely, but the needle still would not retract, subsequently, the physician pulled the device back, with the needle exposed, through the superficial femoral artery, to the guidecatheter. The physician then removed the guidecatheter with the device, form the patient. The sales rep states that an estimated 100m of the internal portion of the of the outback device was exposed in the guidecatheter. The needle and wire were removed from the patient. There was no patient injury.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code). Additional information will be submitted within 30 days of receipt.